Manufacturer narrative:
As the lot number for the device was not provided, a review of the device history records could not be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. The catalog number identified has not been cleared in the us but is similar to the fluency plus endovascular stent graft products that are cleared in the us. The pro code and 510 k number for the fluency plus endovascular stent graft products are identified.

Event description:
It was reported that two days post stent graft placement in the left external iliac artery to treat a dissection, the patient experienced bleeding that required treatment with blood transfusions which was lasted for 8 days. Further it was reported that hospitalization and reintervention were required. Reportedly, one day after the bleeding was stopped, the patient was expired due to multiple organ failure. The death was likely related to the procedure.

Manufacturer narrative:
As the lot number for the device was not provided, a review of the device history records could not be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. The catalog number identified has not been cleared in the us but is similar to the fluency plus endovascular stent graft products that are cleared in the us. The pro code and 510 k number for the fluency plus endovascular stent graft products are identified.

Event description:
It was reported that two days post stent graft placement in the left external iliac artery to treat a dissection, the patient experienced bleeding that required treatment with blood transfusions which was lasted for 8 days. Further it was reported that hospitalization and reintervention were required. Reportedly, one day after the bleeding was stopped, the patient was expired due to multiple organ failure. The death was likely related to the procedure.